Manufacturer narrative:
Aesculap inc. Has initiated a recall of this material; 2916714-6/18/18-005r.

Manufacturer narrative:
Investigation: no product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably design related. Rational: the titanium x-ray markers are less rich in contrast than tantalum markers. Because of the titanium coating, they are more difficult to observe. Corrective action: a design change was implemented in august 2014 (change notification 49909).

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA it was reported by the surgeon that the impant radiographic markers could not be visualized. This caused an intraoperative delay in trying to assess the location of the implant.